Manufacturer narrative:
No d1000 product samples, videos or photographs were returned for investigation. The device history lot number was not reviewed; no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Updated information in d9.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. D4, g4: model number is not known but similar and likely device is model d1000. This product was used for the di and 501k. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding to a tego connector that experienced damaged seal. The reporter stated ¿on 05-feb-2025, product surveillance received a report from nurse in maitland dialysis unit regarding tego connector. It was reported that increased pressure on arterial lumen noted on commencement of dialysis. Tego replaced pressures within normal range. Silicone cover on tego noted to be distorted. Tego originally placed on tuesday. There was unknown patient involvement and no medical intervention was reported.